Event description:
Procedure type: lap chole. According to the reporter: the surgeon tried to use the blunt tip trocar for initial port for lc surgery, however, the balloon burst. No pt injury. No additional info at this time.

Manufacturer narrative:
(B)(4).